Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Reportedly, the customer required assistance and paramedics were called and transported the customer to the emergency room (ER). Customer was treated with glucose and released same day with issue resolved and no permanent damage. During troubleshooting with tandem technical support, the customers pump had been operating in sleep mode. Customer updated their pump settings to address the event.